Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was getting out the hospital due to a hospitalization. The device was disconnected while customer was at the hospital. Customer's son they didn't know how to turn off the device so they took the battery out. Settings are now gone and wanted the setting to program the device. Customer's son was advised the setting might still be there to insert a new battery, device alarmed battery out limit. Customer's blood glucose was 500 mg/dl, treating with manual injections. Batteries were out of an extended period of time so alarm was normal. Batteries were out for an extended period of time so alarm was normal. No further assistance was needed. Low reservoir alarm was also noted and was explained to customer's son. No further info reported.